Event description:
Situation: lipid specific tubing not priming fluids past filter. Background: bd alaris pump infusion set 1.2 micron filter, ref 2202-0007 assessment: nurse tried to prime same lipid bag with two different sets of lipid tubing. She decided to just use regular primary tubing without filter and y-site tubing above tpn tubing filter that connects to patients. Recommendation: will have nurse try to finish priming using alaris pump next time. However, use of regular primary tubing works too. Will leave faulty tubing in soiled utility room. This is a recurring issue with this product. There was no patient involved. There was no harm, this was a strong barrier catch.